Event description:
It was reported that during a gastric sleeve procedure, after the second firing was completed with gold reload, the device was removed and it was noted that one side of the staple line was good. The patient side of the staple line had staples that were open with no b formation. The surgeon oversewed the staple line and the case was completed with another device of the same product code. There was no mention of bleeding or leak. The surgeon also said that when you look at the cartridge, it appears to be "cracked down the middle." There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one pse60a device was returned in good visual condition and with an ecr60d cartridge loaded in the device. Additionally, the reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/5. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.